Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
There was a revision surgery completed to remove a well fixed perform reversed baseplate and the surgeon was turning the inserter handle to break up the boney on growth on the baseplate and bent the insert handle in the process. A hospital vice grip was used to get the baseplate out and the screwdriver instead. The initial revision occurred due to an infection. The infection was discovered from the patient's shoulder pain. The following devices were also explanted stem, tray, poly, screws and sphere. An antibiotic spacer was placed in.